Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during an unk procedure, the devices were used for the uterus. The blade was broken off outside the pt body. Error sound was heard and it became non-functional. Another device was used to complete the case. There were no adverse consequences to the pt.